Event description:
Customer alleges discrepant high results on pt# 2 over inratio a meter (serial# (B)(4)). Results as follows: date: (B)(6) 2011, inratio a inr: 5.0, inratio b inr: 1.0. Results compared 45 minutes apart. Pt's therapeutic range is: 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.